Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 and drawer 6 were not being recognized. A field service engineer (fse) arrived on site and, after contacting the charge nurse who was aware of the medbank failure, was escorted to the equipment. With the required keys provided by the charge nurse, the back panel was removed, and the failed pixie bus module controller board was identified and replaced. Following the replacement, the tower was powered down and restarted, after which the all-in-one was powered on. Before reattaching the back panel, all leds on the replacement board were confirmed to be functioning correctly. The assigned case was reviewed, and the medbank customer service center agent was contacted via teams. Together, the drawers were successfully configured with the replacement card and tested for proper function. A unit nurse then logged in and confirmed to her supervisor that the previously inaccessible medication was available. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.